Event description:
Explanting physician reported right side intracapsular "unclear mass / fluid" and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular "fluid" and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side intracapsular "unclear mass / fluid" and capsular contracture, baker grade IV. It was noted "the mass then consisted clinically of thickened capsular tissue, not fluid." The event of seroma-late has been confirmed not to have occurred. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side intracapsular "unclear mass / fluid" and capsular contracture, baker grade IV. MRI and anatomical pathology testing performed which found no evidence of malignancy. Later reported no fluid. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Event description:
Healthcare professional reported, right side intracapsular "unclear mass/fluid". And capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, g2, h6.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device ¿ lump/nodule: unable to observe as it is not related to the device no additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side intracapsular "unclear mass / fluid" and capsular contracture baker grade IV. The device has been explanted and replaced.